Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they needed to be adjusted somehow. The patient noted that right after they had the implant, in the morning after going to the bathroom, they were feeling like they were completely dry. The patient stated that depending on if they drank caffeine or not they would go to the bathroom more. The patient reported that when they came home they were at 2.0 v, then increased to 2.4 v when they were at the office, but still needed to be upped a little more. The patient noted that when they woke up in the morning and after going to the bathroom they would still feel like they were wet, even after they just wiped themselves. The patient increased stimulation to 2.6 v but noted that they got a jolt when they first did it. The patient clarified that they guessed what they meant by jolt was that it was a normal stimulation increase and that they felt it more. The patient noted that it was not painful but later stated that there was a slight pain when increasing to 2.6 v, but it had now gone away. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient realized the day of the call that they were not feeling stimulation. The caller indicated that the patient had felt stimulation every single day all along and stimulation was confirmed to be turned on at the time of the call. The patient was set to 2.0 on program 3 at the time of the call and was advised that success of therapy is determined by symptom relief and it might be normal for a patient not to feel stimulation. The caller was advised that the patient could try to increase stimulation and after increasing stimulation to 2.1 the patient confirmed feeling stimulation in the correct area. The caller then reported that when the patient sat down they felt it on the left side lower at the bottom of their butt-cheek which was different than where stimulation was felt before. The issue was reported as sudden, but resolved at the time of this report. There were no further complication reported or anticipated.